Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received and visually inspected, which did not identify any nonconformances. Functional testing of the sample identified a leak from the check valve, confirming the customer reported condition. Further inspection determined that the leak was from between the clear and white halves of the check valve. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution administration set leaked near the check valve. This issue occurred during infusion of an unknown drug. There was patient involvement, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.